Manufacturer narrative:
A lot history record review was completed for lots 25114169, 25113763 and 25113043 the last 3 lots shipped to the account prior to the event date. There was no nm on-conformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood were not observed. Heavy buildup of charred tissue and blood were observed on the bisector and the portion of the shaft immediately below the electrodes. The device was cleaned according to the instructions contained in the IFU. The bisector blade was able to be extended and retracted. The device was able to cut three reference vessels cleanly with no difficulty. An electrical evaluation (including a functional pre-cautery test) was performed by engineering. The device operated normally and passed the pre-cautery test. After the device was cleaned, melting of the black plastic on the shaft immediately below the electrodes was observed. Based on the results of the evaluation, the reported complaint was confirmed.

Event description:
The hospital reported an issue with the vasoview 6 pro.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).